Manufacturer narrative:
This report is being submitted for the initial and investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported conflicting results with the ID now covid-19 assay performed on (B)(6) 2021. The first test was taken on (B)(6) 2021 generated a positive result. The second test was taken on the same day using the same ID now instrument generated a negative result. No additional patient information, including treatment and outcome, was provided.